Event description:
Eleven year old male with medical history of left ventricular hypertrophy, rheumatic fever status post aortic valvuloplasty in 1995 and status post ross procedure using a 25mm pulmonary homograft on 3/21/95. Two years later patient requried explant of homograft due to stenosis of artery. Site relates event to homograft.